Manufacturer narrative:
The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the erbe generator. This issue can be resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the problem could not be confirmed using system logs. A visual inspection revealed a potential issue related to the reported event. During testing, the unit displayed error code c-34 at startup, and the erbe log indicated errors c-00. The unit will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on the field evaluation but not failure analysis. The root cause could not be determined as failure analysis did not confirm the reported problem. However, the issue could be due to a component failure causing an operational problem within the erbe.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, an operating room (or) staff contacted dvstat to report an integrated electrosurgical unit (iesu) or erbe error c-34. Power cycling the erbe unit did not resolve the issue. Prior to calling dvstat, the customer used a third-party esu to continue the procedure. The procedure was completed as planned with no report of patient injury.